Manufacturer narrative:
This report is associated with argus (B)(4), aquafresh little teeth toothbrush. Aquafresh little teeth toothbrush is marketed as aquafresh infant training toothbrush in the us. Product complaint investigation will not be conducted due to insufficient information and no sample returned. The complaint was categorized as unsubstantiated.

Event description:
Choking possibility [choking]. Product complaint [product complaint]. Case description: this case was reported by a other health professional via call center representative and described the occurrence of choking in a (B)(6) patient who received gsk toothbrush (aquafresh little teeth toothbrush) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started aquafresh little teeth toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting aquafresh little teeth toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh little teeth toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were unknown. The reporter considered the choking to be possibly related to aquafresh little teeth toothbrush. It was unknown if the reporter considered the product complaint to be related to aquafresh little teeth toothbrush. Additional details, the reporter informed about falling out of bristles from toothbrush aquafresh little teeth, which could cause the choking of the 3 year old child. Product complaint interim report received from qa department on 30 aug 2017. Complaint sample was not available. And the information provided was not sufficient to investigate the product complaint. So this complaint was categorized as unsubstantiated.

Manufacturer narrative:
9615008-2017-00012 is associated with argus ID (B)(4), aquafresh little teeth toothbrush. Aquafresh little teeth toothbrush is marketed as aquafresh infant training toothbrush in the us. After evaluation of the complaint sample we can conclude that the consumer did not use the toothbrush in normal way due to which bristles were pulled out. This is not a manufacturing defect. So complaint is not substantiated from site perspective so CAPA is not required.

Event description:
Choking possibility. Case description: this case was reported by a other health professional via call center representative and described the occurrence of choking in a (B)(6) year-old patient who received gsk toothbrush (aquafresh little teeth toothbrush) toothbrush for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started aquafresh little teeth toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting aquafresh little teeth toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh little teeth toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were unknown. The reporter considered the choking to be possibly related to aquafresh little teeth toothbrush. It was unknown if the reporter considered the product complaint to be related to aquafresh little teeth toothbrush. Additional details: the reporter informed about falling out of bristles from toothbrush aquafresh little teeth, which could cause the choking of the (B)(6) year old child. Product complaint interim report received from qa department on 30 aug 2017. Complaint sample was not available. And the information provided was not sufficient to investigate the product complaint. So this complaint was categorized as unsubstantiated. Follow up information received 14 october 2017: after evaluation of the complaint sample we can conclude that the consumer did not use the toothbrush in normal way due to which bristles were pulled out. This is not a manufacturing defect. The complaint is not substantiated.